Manufacturer narrative:
We have received the display without the shattered front glass pieces. Hence, the investigation of the glue rests on the shattered pieces was not possible in order to establish the root cause. Additionally, we have reviewed the production records (DHR). No anomalies were detected.

Event description:
We have been informed of the following event: "reported problem: the monitor's glass screen fell off and shattered. Was previously repaired on RMA# 200261754 involving the lcd screen."

Manufacturer narrative:
We have received the display without the shattered front glass pieces. Hence, the investigation of the glue rests on the shattered pieces was not possible in order to establish the root cause.